Event description:
A pharmacist requested a log review due to a programming error. The pt was ordered "to start on dexmedetomidine (400mcg/100ml) 0.2 mcg/kg/hr for tachypnea (pt not intubated). Rn documentation shows 400mcg bag infused over 30 minutes ((B)(4)). The rn states that dexmedetomidine (precedex) was not available in the alaris pump (and the pump was verified to be in the critical care profile), and the rn programmed dexamethasone (programmed a concentration of 40mg in 100 ml) instead of dexmedetomidine. The rn went to recheck the bag in 30 minutes and noticed it was empty and that the wrong drug was chosen in the drug library." Dexamethasone is only available in the oncology profile and dexmedetomidine is only available in the critical care profile and anesthesia mode so the customer wants details of what drugs/concentrations were programmed, what profile, and profile changes, whether it was in guardrails or basic infusion, etc. The pt was not intubated and became very somnolent/unresponsive after the infusion, requiring increased monitoring and chest x-ray; pt started to be responsive again about 75 minutes later and returned to baseline thereafter. No further pt/event details were available.

Manufacturer narrative:
(B)(4). Method: field left blank - no available code for data/log review. A log review was performed for a reported programming error in which the wrong drug was programmed. The reported problem could not be verified. The returned pc unit event log from (B)(4) 2012 was analyzed. During this time, the critical care profile was not changed and the drug dexamethasone was not available in the critical care profile. Also during this time, 19 unique drugs were programmed and dexamethasone was not one of these drugs. On (B)(6) 2012, 3 pump modules were in use. Pump module b was infusing dexmedetomidine ICU unit sedation 400mcg/100ml, using a pt weight of (B)(6). The only changes made to this pump's programming were to the vtbi and the dose. Around the time of the reported event, the pc unit event log showed the primary infusion of dexmedetomidine completed at 1:47pm and went into kvo. The user changed the vtbi to 30 ml and started the infusion. The volume infused was then cleared for all 3 pump modules. At 3:16pm, the pump module alarmed for pt side occlusion and the pump was restarted. The last change made to this pump module on this day was when the user changed the vtbi to 90 ml at 6:00pm. A programming error was not identified in the returned pc unit event log. Since the log review did not confirm the reported event, the customer has indicated the device will be returned for an eval. A f/u report will be submitted should the device be received for an eval or new info is received.